Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr replaced the uas latch. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventative maintenace (pm) of the device, the ultrasonic air sensor (uas) latch was broken. There was no patient involvement.